Event description:
A customer reported that during a cataract extraction procedure, a system message was displayed that could not be cleared. A second system was brought in to complete the procedure, but also displayed a system message. The case was aborted and 30 subsequent surgeries were canceled.

Manufacturer narrative:
The company representative examined the system and duplicated the problem reported. The power supply was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate one similar report for this system. The root cause can be attributed to non-conforming power supply. (B)(4).